Event description:
It was reported that when the device, with the reload cartridge, was used during a colon resection, the device did not fire. Another device was used to complete the case. There were no consequences to the patient.